Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed two additional investigation requests have been received for this production order number. However, the complaint issues are not related to the reported event and no product malfunction was identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zlb00 intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 because the patient is not happy with the refractive outcome. There is no indication of incision enlargement, vitrectomy, or suture required. The explanted lens was replaced with a non-johnson & johnson lens. No additional information was provided.